Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated that she had not been able to increase her water intake beyond 3 glasses per day otherwise she would start leaking again. The patient stated she had started increasing her water intake once she received the implant. The patient stated she did not feel stimulation and therapy was not on. Therapy was turned on. The patient noted the change in symptoms or therapy was sudden in onset. The patient noted that since implant they had been increasing water intakes and noticed they could not drink more than 3 glasses. The patient noted since (B)(6) they had been experiencing accidents. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to not feeling stimulation was an "accidental 'turn off' of device...?" Or "low setting?" The patient spoke with a manufacturer representative on 2017-07-06, and the device was off, again. It was turned back on and stored in a "new" hard case and stayed on program 1, but increased the level to resolve not feeling the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.